Event description:
A report was received from the affiliate indicating that approx thirty-four months post index procedure, the pt complained of chest pain and breathing difficulty. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration was conducted. The pt recovered and was discharged from the hosp two weeks later. Physician's comment: the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid-left anterior descending (lad). The vessel was a de-novo and eccentric lesion. Lesion classification of the vessel was type b2. The lesion length was 15.8mm and vessel diameter was 2.49mm. Pre-dilatation was conducted with a 2.5x15mm balloon at 12atms for 30seconds. A 2.5x23mm cypher stent was implanted at 20atms for 20seconds. Post-dilatation was conducted with a 2.5x21mm balloon at 20 atm for 10seconds. Intravascular ultrasound (ivus) was not conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Activated clotting time (act) was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.